Manufacturer narrative:
The company representative replaced the control printed circuit (pc) board and the ventilator was returned to service after a successful pre-use check and functional tests. The received device log files have been captured after a re-installation of the software, resulting in blank log files since the reported issue is overwritten. The returned control printed circuit (pc) board was installed in a reference ventilator, pre-use check failed the sub-test ¿flow transducer test¿, this confirms the reported event. The cause of the failure was an operation amplifier(op) that was introducing a lot of noise in the circuit. The noise will affect the regulation of oxygen gas flow. Why the operation amplifier(op) failed, has not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the flow transducer sub-test during the pre-use checks tests. There was no patient involvement reported.(B)(4).